Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated they still needed a jump start or reboot done to their ins but did not know how to set that up. The patient was redirected to their healthcare professional (hcp) to set up an appointment with a manufacturer representative (rep). No patient complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the recharger (B)(4) found that there was a broken connector pin in the cable assembly if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable components are: product ID: (B)(4), (B)(4), product type: recharger.(B)(4).

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's desktop charger connector pin broke after stepping on it and that they were unable to charge the ins for the last 3 weeks prior to the report. The patient stated that the ins is now dead and the patient's rep noted that it may have to be jump started. A new desktop charger was sent to the patient. No patient complications were reported.